Event description:
It was reported that the patient implanted with this pacemaker experienced a faltering of their heart rhythm associated with a pacemaker mediated tachycardia (pmt) episode. This device remains in service. No adverse patient effects were reported.